Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a 1.2cm pericardial effusion. After a procedure to treat atrial fibrillation, the patients blood pressure had dropped while in recovery. An echo reading revealed a pericardial effusion. A pericardiocentesis was performed and the patient was in stable condition. The farawave pulsed field ablation catheter is not expected to return. No further information is available.